Event description:
It was reported the patient presented in the clinic for follow-up. The patient reported discomfort due to diaphragmatic stimulation. Upon review, it was discovered that the right ventricular (rv) lead exhibited oversensing. The right ventricular (rv) lead was explanted and replaced. The patient was stable.